Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using two proglide device with a 6f sheath after a left heart catheterization diagnostic procedure. Reportedly, pulsatile flow was observed exiting the marker lumen of the first proglide device, but when the foot was deployed and the proglide device was retracted no tactile sensation of the foot was felt against the anterior wall of the artery. The foot was closed and the proglide device was withdrawn with no resistance noted. Pulsatile flow was observed exiting the marker lumen of the second proglide device; however, it was decided to abort the use of the second proglide device due to lack of confidence in the location and source of blood return. The foot was not opened and the proglide device was removed. A hematoma was developing. Protamine was administered and a femostop was used to achieve hemostasis. Additional imaging showed a retroperitoneal bleed. The patient's lab values and patient condition were monitored. There was no intervention to treat the retroperitoneal bleed and the patient was discharged. There was no reported clinically significant delay in the procedure or therapy. It is the physician's opinion that the retroperitoneal bleed was not related to the use of the proglide devices and that it may have been a high stick due to the patient being very obese. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. It is the opinion of the physician that the retroperitoneal bleed was not related to the use of the proglide devices and that it may have been a high stick due to the patient being very obese. It should be noted that the instructions for use states: do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Perform a femoral angiogram to verify the location of the puncture site. Note: this may require both a right anterior oblique (rao) and left anterior oblique (lao) angiogram to adequately visualize where the sheath enters the femoral artery or vein. A review of the lot history record and complaint history of the reported device could not be conducted, because the lot number was not provided. The reported patient effects of hematoma and hemorrhage are a known inherent risk of the procedure and the subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.